Manufacturer narrative:
(B)(4). Implant date: 2010. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial right total knee arthroplasty. Subsequently, the patient was revised approximately 11 years later due to pain and instability. During the revision the liner failed and the post was completely sheared off. The liner was replaced without complications.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d4; g3; g6; h1; h2; h4. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the provided product shows signs of use and post of the articular surface was fractured. The device was further analyzed and found that the post-fracture was potentially caused by overloading, possibly exacerbated by impingement of the femoral component on the post. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. A review of the available records identified the following: he developed pain and instability and imaging demonstrated failed polyethylene post with instability. When the patella was subluxed laterally the polyethylene liner failed with the post completely sheared off. Provided x-ray was not reviewed. A definitive root cause cannot be determined. Per package insert, fracture is a known adverse effect of the system. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.